Event description:
Information received indicated that when the CPR was activated the head section would not lower.

Manufacturer narrative:
The hill-rom technician replaced the CPR/et valve to resolve the issue.